Manufacturer narrative:
A ge service representative performed an on site investigation. A small filament on the x-ray tube is faulty and the generator batteries need to be replaced. A repair estimate was provided to the customer who will advise the manufacturer regarding repair plans. No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported the 2600 system would not produce x-rays. No pt injury was reported.